Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver pcb was evaluated and reseated. The generator was recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a saturation fault error. This may prevent the system from booting up, which would result in a loss of imaging functionality. There is no report of injury or death.